Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer's blood glucose was always high in the 300-400's mg/dl. Caller stated that they changed the set but the issue was still occurring and on the third day, the customer's blood glucose was still high. Caller stated that they change it when they get a low reservoir alert. Customer's blood glucose was 116 mg/dl today and she had 1.8 units delivered. Customer's blood glucose was then 465 mg/dl and she had 18.75 units left in the insulin pump. Customer's current blood glucose is 118 mg/dl. Customer has treated for her high blood glucose. Customer had high blood glucose symptoms such as feeling anxious and hyper. Customer was not present, so caller was advised to call back. Customer's mother called back for assistance in programming the pump. Customer's blood glucose was 388 mg/dl because the school nurse didn't give the customer any insulin. The pump passed the self test and customer was advised to do a complete set change.